Event description:
Reportedly, surgeon has switched from ees tx and tl staplers to create gastric pouch in gastric bypass procedure with dst ta 60mm 4.8mm, dr. Has recently experienced, consistently malformed staples and straight legs at the crotch of the cartridge/refill. While the malformed staples have not compromised the gastric pouch, they have caused serosal tissue damage. The staples remain attached to the cartridge, isolated primarily at the base of the cartridge (away from the placement pin). It typically takes place on the second and proceeding firings. No injury. Procedure: gastric bypass.